Manufacturer narrative:
Manufacturer's investigation conclusion: log file evaluation confirmed a momentary pump stop, captured on (B)(6) 2019 11:18am for a duration of approximately 3 seconds. The pump stop resulted in controller faults for low speed, low flow and low pump current. Also captured were lvad faults for rotor displacement. This event did not result in any alarms and appears consistent with an esd event causing the lvad software to reset, which is in accordance with intended design. Following the pump stop, the remaining data showed alarms for power cable disconnect and low power advisory due to routine exchanges between power sources and battery depletion. The system operated at or above the low speed limit for the remainder of the log file. The patient remains ongoing on (B)(4) with no further related issue reported. The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents also warn that static discharge could cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable for the hm3 had a kink. Analysis of the log file from (B)(6) 2019 to (B)(6) 2019 did not capture any data suspect of the kink in the modular cable causing any degradation to the modular cable or interfering with pump support. Since the kink does compromise the modular cable outer jacket it was recommended to replace the modular cable soon, but the cable was not of immediate concern. Review of the log file confirmed a pump stop that occurred on (B)(6) 2019. No additional information was provided.